Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve, the patient had difficulty awaking after the procedure. Prolonged ventilator support was required, a tracheostomy was performed, and respiratory support was provided using continuous positive airway pressure mode. It was noted that the pre-existing aortic stenosis was relieved and the patient had good cardiac function; however, the patient had difficulty swallowing and required tube feeding with total parenteral nutrition. Disuse and maln utrition contributed to the development of plural effusion and peripheral edema, according to the physician. Over time, the patient gradually weakened. The patient passed away due to heart-related causes approximately 4 months after the procedure.